Event description:
It was reported that there was a sensor not active message; during sensor session. No relevant product or data related to the issue was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).